Event description:
Integra rec'd an initial medwatch report from the facility - uf/importer report# (B)(4). A mayfield infinity skull clamp did not lock properly. The event was described as follows: a (B)(4), female, pt, was undergoing an unspecified procedure when the physician noted that the mayfield skull clamp was not locked properly on one of the pin arms. While the physician was trying to seat it properly the pt incurred a one to two inch laceration on their head from the pin. A new mayfield was brought in and the pt was re-pinned.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.